Event description:
Boston scientific received information that this left ventricular (lv) lead dislodged. An invasive revision procedure was performed and the lead was explanted and replaced. No adverse patient effects were reported during the procedure.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body and electrode tip found dried body fluid in the lumen. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.